Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called to report that the insulin pump alarmed button error and battery out limit. Customer's blood glucose reading was 130 mg/dl. No significant events leading to the alarm were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No button error alarm or unexpected audio beep anomaly noted during our testing. Unable verify for time clock anomaly or perform rewind, basic occlusion, occlusion, prime/a33, excessive no delivery, displacement and a21 tests due to no act button response. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.